Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of event: event date not provided. PMA/510k: additional 510(k) number is k133339.

Event description:
It was reported that the threads of the implant are damaged and the customer is requesting a rethreading tool to rethread the implant. Tooth #14.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
An imp, tsv, 4.7, 10, mtxf, mg,ha (tsvtwh10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported device location was #14 and length of usage is approximately 3 years. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for screw-vent® implants (9665 rev 0-09/14) information identified: contraindications, warnings, precautions, breakage DHR review: DHR review was completed for the subject lot number (63810097). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63810097) for similar event and no other complaint was identified. Review completed utilizing keywords: functional : damaged threads. Post market trend review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. Sections updated: b4: date of this report. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.